Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the leakage current to fluctuate between 800-1000ua. The fse replaced the cart bulk power supply (0014-00-0258). The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part number 0014-00-0258 with a reported unit failure of the unit tripping power when plugged in and a high leakage current. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. The most probable root cause is component reliability.

Manufacturer narrative:
Due to character limitation, the following field is added from e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) tripping power when plugged in. There was no patient harm.